Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during patient use, the pilot balloon of a blue line ultra® vocal aid tracheostomy tube with cuff was leaking during adjustment of the cuff pressure. No adverse event was reported and no further information was provided. According to the reporter, the event occured in early (B)(6).

Manufacturer narrative:
One tracheostomy tube was returned for evaluation in used condition and without its original packaging. Visual inspection of the device did not identify any holes or tears in the cuff or pilot balloon. A substance was located in the red adapter of the one-way valve. Functional testing involved an inflation test and did not find any leaks. It was observed that the cuff was unable to be deflated due to the substance in the red adapter. A review of the manufacturing process was performed and found no discrepancies. Based on the evidence, the root cause was attributed to a manufacturing assembly issue; the most probable cause of the substance in the red adapter was due to damage to the mandrels, which led to the described failure mode.